Event description:
The distributor reported no image on the loaner endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image when the device was angled. There was noise in the image. The noise may have been generated in the image due to the scratching of the electrical contacts on the video connector. Additionally, scratches were found on the device, the adhesive part of the objective lens had peeled off, the bending section cover adhesive was missing, the angle fixing part of the control unit has become loose, the video connector was cracked and the light guide connector was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the no image. It is possible that it may have been caused by a failure of the image sensor unit, circuit board in the video connector or an issue with the system side. Additional information has been requested regarding this event. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reportable event, refer to b5.

Event description:
Additional information was received regarding the allegation of no image. No image was not a user identified event but was found during the inspection at the repair center.